Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 16997068 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and air in the hemostatic valve issue was observed. Air was drawn into the vizigo sheath more than usual. The valve of the vizigo sheath was broken. When the vizigo sheath was inserted into the patient's body. The issue was resolved after a non-bw sheath was used. After that, the procedure was completed without any problems. There was no patient consequence reported. Additional information was received on 26-mar-2026. The section where the issue was observed was the hemostatic valve and it had a leakage issue. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body. No blood return observed. Additional information was received on 30-mar-2026. No needle product was used with the vizigo sheath.